Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified alarm occurred during the load process with multiple cartridges. Reportedly, the pump displayed a message that the cartridge seal was broken. There was no visible damage to the cartridge. There was no impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.